Event description:
The manufacturer received information alleging fan service required. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was evaluated onsite by the field service engineer (fse) and observed an error code related to the oxygen blending module (obm). Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. The device needs the obm assembly and the obm harness replaced to address the issue. Additionally, a non-reportable error code was also observed. Evt_speaker_fail means the speaker failed. The device also contains a therapy buzzer and a power buzzer. The device needs speaker replaced to address the issue.

Manufacturer narrative:
The reported failure of the oxygen blending module valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number h28529883e861, did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.